Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed service code 203. Upon evaluation, there were intermittent connections at the j1002 and j1003 jumpers. The cause of the inability to complete testing is the intermittent connections. The root cause of the intermittent connections was contamination of an unknown substance. There was no death or adverse event associated with the monitor malfunction.

Event description:
5/4/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.